Event description:
The surgeon performed all functional cuts, all cuts fit with the trial, when surgeon went to put the implant in across the entire lateral distal side of the femoral, there was a 1mm gap. The surgeon bone grafted and used the implant.